Event description:
Healthcare professional reported ruptured implant. This record is for right side. The device was explanted and replaced with another manufacturer's device. Previous medwatch submission noted "deflation." Upon further information, allergan has determined that the event of "deflation" did not occur.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a2, b5, b6, d1, d2a, d2b, d4, d6a, d6b, h4, h6. Previous medwatch submission noted "deflation." Upon further information, allergan has determined that the event of "deflation" did not occur. Hence "deflation" is being unreported.

Event description:
Healthcare professional reported ruptured implant, captured as event deflation . This record is for unknown side. The device status remains unknown.

Manufacturer narrative:
Continued e1. Phone: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported ruptured implant. This record is for right side. The device was explanted and replaced with another manufacturer's device. Previous medwatch submission noted "deflation." Upon further information, allergan has determined that the event of "deflation" did not occur.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as unidentified (tear) opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.